Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited a reoccurrence of a high capture threshold. No intervention was performed, and the patient's status was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the right-ventricular (rv) lead exhibited high capture threshold. No resolution was performed. The patient condition was unknown.